Manufacturer narrative:
Added: h2 (type of follow-up). Updated: (g3 (date received by manufacturer), g6 (type of report), h6 (investigation findings, investigation conclusions). The fogarty arterial embolectomy catheter involved in this case was received by our product evaluation laboratory for evaluation. As received, the balloon latex appeared deteriorated. Multiple cracks and ruptures were evident on balloon latex. Balloon edges did not appear to match up at the ruptured regions. Per internal specification, latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon". No other visible damage was observed from catheter body. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further investigation was performed by the engineers in the manufacturing site, it was determined that this issue is associated to enviromental factors during the shipping and handling of the device and to the handling of the device by the end user since it was used being expired. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Corrective actions have been implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The fogarty arterial embolectomy catheter involved in this case was received by our product evaluation laboratory for evaluation. As received, the balloon latex appeared deteriorated. Multiple cracks and ruptures were evident on balloon latex. Balloon edges did not appear to match up at the ruptured regions. Per internal specification, latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon". No other visible damage was observed from catheter body. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while testing before use in patient, the balloon of this fogarty arterial embolectomy catheter burst. There was no allegation of patient injury. The catheter was received for evaluation and the balloon latex appeared deteriorated. Multiple cracks and ruptures evident on the balloon latex and the balloon edges did not appear to match up at the ruptured regions.